Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm. On (B)(6) 2025, the patient had a headache, was nauseous and felt unwell. She drank water as treatment and checked a finger stick reading which the patient could not recall value and the cgm was displaying ¿high¿. Her grandson brought her to the ER and then to the intensive care unit where she was diagnosed with diabetic ketoacidosis (dka). She was treated with an insulin drip via IV and was discharged after 2 days after her blood sugar stabilized. At the time of the report, the patient was feeling better. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of diabetic ketoacidosis.

Manufacturer narrative:
(B)(4). B5 describe event or problem - correction to the following statement in the initial MDR, "the reported glucose values fall within the b zone of the parkes error grid." H2 correction.

Event description:
There was not a complete set of reported glucose values available to search within the parkes error grid calculator.